Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The product history records were reviewed, and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. A root cause has not been identified. (B)(4).

Event description:
A patient reported that following an intraocular lens (iol) implantation surgery, she has been experiencing fuzzy vision, and at a distance images look "zig-zaggy". The patient stated that the iol keeps shifting and she has been waiting for it to "settle"; however, there has been no improvement since she had the surgery. The patient indicated that she has been using contact lenses to correct her vision and is having to get new contact lenses frequently ("seems like every two weeks"). The patient indicated that she has been unable to play tennis. Additional information has been requested.